Manufacturer narrative:
Initial.

Event description:
It was reported that the user awoke from a nap to find the infusion tubing disconnected from the connector, resulting in missed insulin delivery on the ilet system; the event was associated with a connector/coupler issue consistent with a fluid leak and high glucose of 439 mg/dl that decreased after a full supply change and resumption of delivery with the user blood glucose trended down to 219 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to treatment or therapy without hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage or seal issues consistent with a fluid/blood leak involving the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.